Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that far r wave oversensing (frwos) and inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.

Event description:
New information received indicated that the oversensing resulted in pacing inhibition.